Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 31-mar-2016: product technical complaint investigation and final assessment were received: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had extreme pelvic pain everyday, got pregnant with essure and ended up having two miscarriages. She also had one ovarian cyst rupture. She underwent an hysterectomy 6 years after essure insertion. These events were considered serious due to medical significance. Pelvic pain and pregnancy are listed events in the reference safety information for essure, while the remaining events are unlisted. Pelvic pain may occur after essure insertion. In the present case the consumer also had endometriosis, which could be an alternative explanation for this pain. However, given the nature of this event a contributory role of essure cannot be excluded. Unintended pregnancies may occur during any contraceptive use. In the present case, limited information regarding the pregnancy was provided. It was not reported whether the consumer underwent a confirmation test, or the time interval between essure insertion and the pregnancy. However, given the nature of this event causality with essure cannot be excluded. Regarding the miscarriage, it is the most common complication of early pregnancy. This is considered to be due to a high number of abnormal embryos presenting with either chromosomal and/or gross morphological abnormalities. In this case, the gestational age was not provided. However, given the above mentioned information and considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, this event was considered unrelated to the insert. A ruptured ovarian cyst is a common phenomenon. Given the nature of this event, a causal relationship with essure was considered very unlikely (unrelated). Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy). Based on the available information no product quality defect was confirmed.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4), awareness date 11-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2008. The consumer reported her gynecologist did not tell her the coils were nickel plated and she was highly allergic to nickel. She ended up having two miscarriages and also finding out she had endometriosis and andometriosis, and a 4cm cyst on her left ovary and a 3cm cyst on her right and also having one rupture. She dealt with extreme pelvic pain every day, no energy, severe migraines to the point they made her vomit; she was bloated all the time and depressed; she also started losing her hair. She also mentioned her left coil was either bent or the doctor inserted two on one side which caused major problems. On (B)(6) 2014, she had a lavh hysterectomy (laparoscopically assisted vaginal hysterectomy). This case refers to the first pregnancy; second pregnancy was reported under reference 2015-404535. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had extreme pelvic pain everyday, got pregnant with essure and ended up having two miscarriages. She also had one ovarian cyst rupture. She underwent an hysterectomy 6 years after essure insertion. These events were considered serious due to medical significance. Pelvic pain and pregnancy are listed events in the reference safety information for essure, while the remaining events are unlisted. Pelvic pain may occur after essure insertion. In the present case the consumer also had endometriosis, which could be an alternative explanation for this pain. However, given the nature of this event a contributory role of essure cannot be excluded. Unintended pregnancies may occur during any contraceptive use. In the present case, limited information regarding the pregnancy was provided. It was not reported whether the consumer underwent a confirmation test, or the time interval between essure insertion and the pregnancy. However, given the nature of this event causality with essure cannot be excluded. Regarding the miscarriage, it is the most common complication of early pregnancy. This is considered to be due to a high number of abnormal embryos presenting with either chromosomal and/or gross morphological abnormalities. In this case, the gestational age was not provided. However, given the above mentioned information and considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, this event was considered unrelated to the insert. A ruptured ovarian cyst is a common phenomenon. Given the nature of this event, a causal relationship with essure was considered very unlikely (unrelated). Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy). A product technical analysis has been requested.